Event description:
It was reported that the artificial urinary sphincter (aus) did not work normally starting in (B)(6) 2023. The magnetic resonance imaging showed that there was very little fluid in the pressure regulator balloon. Upon explant, it was revealed that the fluid in the balloon had almost all leaked out. The aus was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of this artificial urinary sphincter at our quality assurance laboratory, the components underwent a thorough analysis. The balloon was visually inspected, and leak tested. No damage or abnormalities were identified. The balloon passed the leak test performed. The pump was visually inspected, and leak tested. No damage or abnormalities were identified. The pump passed the leak test performed. The cuff was visually inspected. A tear was identified in the cuff shell proximal to the buttonhole. The cuff did not pass the leak test performed. Based on the information available and analysis results, the mechanical issue, and fluid leak were confirmed with a conclusion cause of cause was traced to component failure.

Event description:
It was reported that the artificial urinary sphincter (aus) did not work normally starting in (B)(6) 2023. The magnetic resonance imaging showed that there was very little fluid in the pressure regulator balloon. Upon explant, it was revealed that the fluid in the balloon had almost all leaked out. The aus was removed and replaced. There were no patient complications reported.